Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following description: persistent "exhalation obstructed "alarm. Multiple exhalation valve changes and exhalation valve needle also wiped off. Vent was exchanged for a different g5.